Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the activation failure of the pump that was identified during analysis is the probable cause of the reported allegations of the pump malfunction issues. Technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested; no visual damages were found upon inspection and no leaks were found. Under microscope it was observed that the pump kink resistant tubing (krt) was worn to the filament. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be used and the cylinder would not inflate normally. The ipp pump was explanted and replaced with a new ipp pump. There were no patient complications in relation to this event.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump unable to be used and the cylinder would not inflate normally. The ipp pump was explanted and replaced with a new ipp pump. There were no patient complications in relation to this event.